Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted q1 current-controlling transistor, a shorted d2 diode, and a shorted u13 cmos flash microcontroller on the bedside pca. The root cause for shorted components was unable to be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor reported that a patient's charger was unable to charge a battery pack.